Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient could only speak in a whisper since implant. The patient can speak normally when the ins is off, but will shake like crazy. The physician was considering implanting a second ins and turning the one down that is in the subthalamic nucleus (stn) to control the movement disorder, but improve the patient¿s speaking. The consumer thought the patient had two electrodes in the stn and they were going to go through the same hole to put two electrodes in the internal globus pallidus (gpi). The surgery to place a new lead is scheduled for november. It was reported that the physician is interested in why the patient lost their speech. Diagnostics performed include breathing tests and MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.